Event description:
The device was returned for service. During service, the device had failure code 570. There was no record of any patient injury or medical intervention.

Manufacturer narrative:
Evaluation summary: inspection of the device revealed failure code 570 caused by depleted /potentially damaged batteries. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.